Event description:
I had a hip replaced (B)(6) 2010. Have pain all the time. I have a popping feeling when walking, unable to dress myself or do things I used to do. Depuy pinnacle with corail stem and polyethylene liner used. Excessive pain 24/7.